Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 initial reporter: (B)(6). E1 event site postal code: (B)(6).

Event description:
Getinge became aware of an incident involving one of our operating tables. During surgery, the table fell directly onto nurse's foot. This led to the staff member sustaining an injury which required immediate medical intervention. We decided to report the issue due to the serious injury of the user. According to the getinge technician who evaluated the or table on site, there was no malfunction of the table.